Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that the battery was defective. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer reported to the remote service engineer (rse) that the battery was defective and needed to be replaced.

Manufacturer narrative:
H10: there was no patient involvement at the time the issue was discovered, as the device was stored at the hospital warehouse. There was no reported harm to the patient or user. The customer reported to the remote service engineer (rse) that the battery was defective and needed to be replaced. Per good faith effort (gfe) response received 03jan2024, the field service engineer (fse) stated that this case pertains to the preventive maintenance (pm) of the v60s, in which some batteries were no longer working properly and needed to be replaced-- patients were not involved as the v60s were stored at the hospital warehouse for a long time and could not be charged. The fse also confirmed that the defective battery will be replaced in the warehouse. The repair is still in progress.

Manufacturer narrative:
H10: the field service engineer (fse) mentioned that the defective battery will be replaced in the warehouse; however, the customer declined service and repair. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.